Event description:
The resident was in bed. The 2 cna's inserted the sling under the resident and attached it to the lift. They then raised and weighed the resident. When the cna's began to lower the resident, the resident released her hold on the hanger bar and leaned back. At this point, the sling completely tore losoe from 1 hanger strap and another strap was ripped 2 to 3 inches where it attached to the sling. No injuries were reported.